Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ controller / expiration date: unknown, UDI #: asku, mfg date: unknown. (B)(4). Heartware ventricular assist system ¿ battery / expiration date: unknown, UDI #: asku, mfg date: unknown. (B)(4). Heartware ventricular assist system ¿ battery / expiration date: unknown, UDI #: asku, mfg date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after passing out while at home and cardiopulmonary resuscitation (CPR) was performed by the patient¿s daughter. Emergency medical services (ems) was called. The ems captain called the doctor who told ems to hook up the batteries and send the patient to the hospital. It is unclear if the patient got paralytics outside the hospital but there is some report of this. The patient had some seizure activity and was given ativan. The patient was transported for further management. On arrival computerized tomography (CT) was performed, which was negative for intracranial process. The patient remained unresponsive. Left ventricular assist device (lvad) interrogation showed multiple low flow alarms, but no alarms suggesting the lvad stopped. Log files showed there was a power up event which suggests that pumping stopped. According to the patient¿s family, the patient stated that there was something wrong with their batteries shortly before passing out. The patient experienced sustained ventricular arrhythmia requiring defibrillation or cardioversion at the time the pump was off. It was reported that the patient expired. The primary cause of death was neurological "dysfuction".

Manufacturer narrative:
Product event summary: the ventricular assist device (vad), controller, and two batteries with unknown serial numbers were not returned for evaluation. There is insufficient information regarding the reported "battery malfunction" event. Review of the controller log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. Based on risk documentation, possible root causes of the low flow event may be attributed to multiple factors, including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, and/or constriction at the outflow graft. Possible root causes of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.